Event description:
Reportable based on the product analysis completed on june 15, 2012. It was reported that during a coronary stenting treatment procedure, no cross occurred. The target lesion was located in the severely calcified left anterior descending artery. The physician used a 38mm x 2.75mm ion mr stent delivery system to treat the lesion and was unable to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient status is stable. However, the returned product analysis revealed that there was stent damage.

Manufacturer narrative:
Device is a combination product. Age at time of event: (B)(6). Device evaluated by manufacturer: when returned, there was contrast in the inflation lumen of the device. The stent was centered between the markerbands on the tightly folded balloon; there was no indication the device was subjected to positive (inflation) pressure. The first proximal row of stent struts there were two struts stretched and flared. The distal tip was damaged. There was no evidence of any product quality deficiencies. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).